Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the liquid crystal display panel of insulin pump was turning gray. The customer¿s blood glucose level was 198 mg/dl at the time of incident. The customer stated that the display did not returned to normal. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.